Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s umbilical hernia. Hernia is a well-documented complication in pd patients due to an expected increased intra-abdominal pressure from the dialysate during pd treatment. However, currently there is no reported allegation or objective evidence that a liberty select cycler malfunction or product deficiency caused the hernia to worsen. The hernia may have been pre-existing prior to the start of pd therapy and has not warranted any surgical repair. The hernia was associated with the patient developing a small bowel obstruction to which the hernia was manually reduced. The patient continues pd with the fresenius cycler without any reported adverse effects. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support on 2/jul/2024 to troubleshoot a draining slowly message that occurred multiple times during drain 2 of 5 and reported they had a hernia. There were no reported allegations that the hernia was related to a product issue. In additional follow-up, the patient¿s pd nurse stated the patient has an umbilical hernia. It was stated the umbilical hernia was likely pre-existing prior to the patient starting pd modality approximately 2 years ago. Per the nurse, the hernia has not worsened or increased in size since being on pd and the hernia has not required any surgical repair. The nurse indicated that the patient had a concomitant small bowel obstruction at the hernia site. Per the nurse, the small bowel obstruction was directly related to the hernia. As a result, the patient had the umbilical hernia manually reduced (pushed back in). The nurse confirmed the hernia and small bowel obstruction was not caused by any malfunctions or issues related to fresenius products. The patient continues pd with the same cycler without any adverse effects.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak, valve actuation, and teach pumps tests were performed and passed. Post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support on 2/jul/2024 to troubleshoot a draining slowly message that occurred multiple times during drain 2 of 5 and reported they had a hernia. There were no reported allegations that the hernia was related to a product issue. In additional follow-up, the patient¿s pd nurse stated the patient has an umbilical hernia. It was stated the umbilical hernia was likely pre-existing prior to the patient starting pd modality approximately 2 years ago. Per the nurse, the hernia has not worsened or increased in size since being on pd and the hernia has not required any surgical repair. The nurse indicated that the patient had a concomitant small bowel obstruction at the hernia site. Per the nurse, the small bowel obstruction was directly related to the hernia. As a result, the patient had the umbilical hernia manually reduced (pushed back in). The nurse confirmed the hernia and small bowel obstruction was not caused by any malfunctions or issues related to fresenius products. The patient continues pd with the same cycler without any adverse effects.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support on (B)(6) 2024 to troubleshoot a draining slowly message that occurred multiple times during drain 2 of 5 and reported they had a hernia. There were no reported allegations that the hernia was related to a product issue. In additional follow-up, the patient¿s pd nurse stated the patient has an umbilical hernia. It was stated the umbilical hernia was likely pre-existing prior to the patient starting pd modality approximately 2 years ago. Per the nurse, the hernia has not worsened or increased in size since being on pd and the hernia has not required any surgical repair. The nurse indicated that the patient had a concomitant small bowel obstruction at the hernia site. Per the nurse, the small bowel obstruction was directly related to the hernia. As a result, the patient had the umbilical hernia manually reduced (pushed back in). The nurse confirmed the hernia and small bowel obstruction was not caused by any malfunctions or issues related to fresenius products. The patient continues pd with the same cycler without any adverse effects.